Event description:
Pt presented with lungs not in good condition; the risks were discussed with the pt and he was informed that he was not a good surgical candidate. Due to his condition, the pt was only put under a local anesthetic, not general. Pt also had small, tortuous, calcified iliac vessels. Pt had implant of a 25-16-140bl bifurcated device, one 28-28-75l proximal extension and one 28-28-95rl proximal extension. There was a significant proximal type I endoleak. The physician attempted to place a palmaz stent, however, due to lack of accessories, was unable to place it in position. The next attempt was with a 34-34-100rl suprarenal proximal extension, however, unsuccessful due to access issues. The physician decided to end the procedure. Treatment options will be discussed for a later date.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient had small, tortuous, calcified iliac vessels. Unk if pt's anatomy met criteria for indications for use. Operational context contributed to event.